Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient could not hear or feel the alarm of the pump to let them know of the low blood glucose. It was reported the patient's blood glucose was below 70 mg/dl and above 40 mg/dl. The reported health event does not qualify as a serious injury. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.